Event description:
It is reported that the pt was implanted with a long term dialysis catheter on (B)(6) 2012. On (B)(6) 2012, when the pt was on hemodialysis, the doctor found that the catheter was out of the pt's body and the cuff was still in his body. The doctor had to extract the catheter.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eval. At this time the mechanism of damage is undetermined. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or some other catheter cleaning solution. A lot history review (lhr) of reug1150 showed one other similar product complaint(s) from this lot number.